Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope displayed an e315 error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, during the device evaluation, image was found to be flickering and noted to be due to component's malfunction of the insertion part. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image abnormality was caused by water seeping into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.